Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product 3070040, lot 3899357, and no non-conformances / manufacturing irregularities were identified. Manufacturing date: 2022-08-09. Expiry date: 2025-07-31. Quantity: (B)(4). There were zero non conformances on this lot. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product 3070040, lot 3899357, and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that the ampoule appears to be cracked. It is unknown whether this happened when it was put out in the surgical field or before it was opened. The said product was discarded. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.